Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported device mechanical issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, "urinary incontinence" and "atrophy" are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery but is still experiencing recurring incontinence with his artificial urinary sphincter (aus) due to possible tissue atrophy. The patient indicated that after 3 years the aus is not doing its job. The patient outcome was reported as fully recovered.